Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.

Event description:
Patient reported left side ¿fatigue¿, ¿arrhythmias¿, ¿dizziness¿, ¿migraines with aura for 7 months in a row, which have left sequelae in their sight, they see cobwebs¿, ¿muscle and joint pain¿, ¿finger pain and deformation in their fingers¿, ¿itching and redness in the skin¿, ¿mental fog¿, ¿a lot of digestive problems¿, ¿night sweats in winter¿, ¿brutal hair loss¿, ¿swollen lymph nodes¿, ¿sleep disorders¿, ¿asia's syndrome¿, and ¿discovered their implants were recalled¿. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side ¿fatigue¿, ¿arrhythmias¿, ¿dizziness¿, ¿migraines with aura for 7 months in a row, which have left sequelae in their sight, they see cobwebs¿, ¿muscle and joint pain¿, ¿finger pain and deformation in their fingers¿, ¿itching and redness in the skin¿, ¿mental fog¿, ¿a lot of digestive problems¿, ¿night sweats in winter¿, ¿brutal hair loss¿, ¿swollen lymph nodes¿, ¿sleep disorders¿, ¿asia's syndrome¿, and ¿discovered their implants were recalled¿. Device remains implanted.